Event description:
Healthcare professional reported injecting a patient in the nasolabial furrow and a superficial scar on the cheek with .1 ml of juvederm voluma. Immediately, a ¿white beam¿ appeared and ¿hematoma increased¿ on the cheek. When pressed, ¿white spots¿ were observed. The patient returned the next day due to an increase in ¿cyanosis¿ and ¿erythema¿ and was treated with hyaluronidase 1500u three times per day, dexamethasone, ceftriaxone, 1.0 g IV dropper with actovegin for two days, nitroglycerin spray, akriderm, and compresses. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.